Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pt expired during surgery due to an unk reason. Reportedly, the device was implanted in 2007. No other details were provided.